Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer stated that she woke up with a no delivery alarm in the morning. The customer stated that she changed her site and gave herself a bolus. The customer stated that the pump is working fine. The customer declined to troubleshoot.